Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23mm sjm masters series valsalva aortic valved graft was successfully implanted due to severe aortic insufficiency. Concomitant procedures included aortic root and ascending aorta dilation. During surgery, after going off the pump, a right coronary artery button tear occurred. A coronary bypass was performed. The cause of the button tear was thought to be involuntary traction of the button. It was noted that there were minor complications in intensive care but it was not related to the bypass procedure. There was no device deficiency noted. The device remains implanted.

Event description:
Clinical study patient ID: crd_992, (B)(4). It was reported that on 23 march 2022, a 23mm sjm masters series valsalva aortic valved graft was successfully implanted due to severe aortic insufficiency. Concomitant procedures included aortic root and ascending aorta dilation. During surgery, after going off the pump, a right coronary artery button tear occurred. A coronary bypass was performed. The cause of the button tear was thought to be involuntary traction of the button. It was noted that there were minor complications in intensive care but it was not related to the bypass procedure. There was no device deficiency noted. The device remains implanted. No additional information was reported.

Manufacturer narrative:
An event of right coronary artery button tear was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the tear was thought to be due to an involuntary traction of the button, which caused the tear.